Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This is a voluntary distributor report the sales representative reported on behalf of the customer that the sb1036 was being used during a laparoscopic cholecystectomy on (B)(6) 2021 when it was reported "that it is difficult to use due to its lack of pliability and flexibility, the top portion of the bag is very thick making it difficult to remove - even when empty. There have been numerous times they have had to enlarge the incision in order to remove the back". The procedure was completed with no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of injury due to patient's incision increased in size to remove device.